Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that a yukon set screw migrated approximately three weeks post-operatively. At this time, revision surgery has not taken place nor been scheduled.